Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer recognized that they used an incorrect set for their application. They have since ordered the correct set to use for the application in question. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue in which air entered the line of a paclitaxel tubing set. The pump alarmed and there was no report of patient injury or medical intervention associated with this event. The event occurred during medication treatment. No additional information is available.